Event description:
It was reported that the implantable neurostimulation (ins) battery had been depleted. A physician mode recharge was performed on (B)(6) 2011 and the battery was charged to full. The ins then depleted to "empty" overnight. The codes were checked and showed that the ins did charge fully and depleted rapidly. The ins was charged to 1/4 full and the power on reset message was cleared. The pt was told to use the system and charge to full 5-6 times to try to condition the battery. The pt was going to spend a week doing the conditioning. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).